Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the contrast keypad button was unresponsive due to a missing key contact; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display screen text appeared dim, faded, and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts, a keypad button contact defect, and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.